Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: evaluation revealed that the keypad is intact; all keypad buttons were responsive during investigation. Removed keypad to inspect under contacts; contamination found under all keypad contacts. Battery cap not returned with the pump; test cap used to perform investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons. This report is made based on results of investigation completed on (B)(4) 2015.